Event description:
Dealer stated that the end user was sitting on the 96-2 shower chair in his bathroom, when the two rear legs snapped, causing user to fall to the floor and sustain bruising to the lower extremities.